Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Such an event is a known transient complication. Previous complaints, as well as the current record, include reports that there was no harm caused by this problem to the patient, and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A doctor of ophthalmology reported that one day following an unremarkable glaucoma shunt implant procedure, the shunt was observed to be touching the iris. Filtration bleb leakage was also observed at the one-day postoperative visit, and a conjunctival suture was placed. The anterior chamber was also noted to be shallow with mild to moderate cell and mild flare at the one-day post-operative visit. On (B )(6) 2016, the patient was diagnosed with mild, non-serious hypotony maculopathy; the condition had resolved as of (B)(6) 2016 without treatment. It was noted that low intraocular pressure (iop) related to the surgical procedure caused the hypotony maculopathy; there was no causal relationship between the hypotony maculopathy and the device. The shunt has remained implanted in the eye.